Event description:
The customer reported that the system displayed a charger failed error message. This occurred at boot up and caused a loss of x-ray functionality. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system battery pack was replaced. The system was then found to be operating as intended.